Manufacturer narrative:
Per tandem's user guide: "if the occlusion alarm occurs during bolus delivery, after tapping close a screen will appear letting you know how much of the requested bolus was delivered before the occlusion alarm. When the occlusion is cleared, some or all of the previously requested insulin volume may be delivered. Test your bg at the time of alarm and follow your healthcare provider¿s instructions for managing potential or confirmed occlusions." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer did not address the occlusion alarm or change out the supplies after the occlusion alarm occurred. Customer's blood glucose was "high" on the continuous glucose monitor (cgm) with mild diabetic ketoacidosis. Customer drank water/electrolyte beverage and delivered a correction bolus to address bg. Reportedly, a healthcare provider identified ketone level as dangerous. Customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous insulin and fluids and was discharged from the hospital on (B)(6) 2019. Customer resumed pump insulin therapy.